Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg, ICD, (B)(6) 2011; 419488, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient had a blood infection with vegetation. The implantable cardioverter defibrillator (ICD) and leads were infected. The system was explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.